Manufacturer narrative:
Site reported the light adjustable lens was explanted as the patient was unhappy with the visual outcome. Another lal was implanted during the exchange on (B)(6) 2022. Rxsight's first awareness of the event occurred on (B)(6) 2022. Device history record for the lens was reviewed. No issues were noted. The lens was not saved after explant. The site discarded the lens.

Event description:
Site reported the light adjustable lens was explanted as the patient was unhappy with the visual outcome. Another lal was implanted during the exchange on (B)(6) 2022. Rxsight's first awareness of the event occurred on (B)(6) 2022.

Manufacturer narrative:
Site reported the light adjustable lens was explanted as the patient was unhappy with the visual outcome. Another lal was implanted during the exchange on (B)(6) 2022. Rxsight's first awareness of the event occurred on (B)(6) 2022. Device history record for the lens was reviewed. No issues were noted. The lens was not saved after explant. The site discarded the lens.

Event description:
Site reported the light adjustable lens was explanted as the patient was unhappy with the visual outcome. Another lal was implanted during the exchange on (B)(6) 2022. Rxsight's first awareness of the event occurred on (B)(6) 2022.